Event description:
Ambulance personnel were attending to a pt, condition unknown. Allegedly, during an attempt at monitoring the pt, it was reported that the device initially displayed a flatline on the screen. All electrode/cable connections were verified. A back-up device was used to continue monitoring the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.